Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed a fill estimate of over 120 units (+120u), which then increased to over 180 units (+180u), and then adjusted to a fill estimate display of 150 units. At the time of the reported event, the insulin gauge displayed an accurate fill estimate. Blood glucose level was 331 mg/dl. Although requested, the customer declined to perform troubleshooting with tandem technical support.